Event description:
The customer contacted physio-control to report that while attempting to administer a synchronized shock (sync) to an emergency room patient that was in atrial fibrillation, the emergency room physician instead delivered two asynchronous defibrillator shocks to the patient. The first shock was 100 joules and the second shock was 200 joules. The second shock put the patient into a ventricular fibrillation rhythm, which is a life-threatening condition which required medical intervention. The emergency room physician then administered eight (8) additional defibrillation shocks to the patient and the patient was converted to a perfusing rhythm. No further details about the patient, or the patient condition, were provided.

Manufacturer narrative:
(B)(4). The biomedical engineer at the customer facility examined the device but was unable to find any failures. A physio-control service representative also evaluated the device and no discrepancies were observed. The service representative downloaded the electronic patient record from the device for review by a physio-control clinical specialist. The service representative did notice that the customer had configured the device to have the "remote sync" function turned to on. However, there was no remote sync connection to the device in the emergency room. The service representative inquired with the facility biomedical engineer as to why the device was configured with the "remote sync" function turned on. He was not sure why that option was on. The service representative asked the customer if they wanted the remote sync function turned off. The biomedical engineer at the facility declined the offer, stating that he needed to speak to the hospital staff before changing any of the device's default settings. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A physio-control clinical specialist examined the electronic patient record from the event and observed that the patient was in a viable state with an organized ECG rhythm prior to the emergency room physician providing the defibrillator shocks and, as a result, placed the patient into ventricular fibrillation. The clinical specialist concluded that the cause of the reported issue was use error; the user failed to correctly select the ¿local sync¿ function and subsequently delivered asynchronous defibrillator shocks to the patient.